Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl video baton 3-4. Catalog: 0570-0313. Sn: (B)(4).

Event description:
The customer reported that during an emergency patient procedure, using a glidescope video monitor, the battery light was green (fully charged) but nothing was displaying on the monitor screen. A delay in the procedure of a few minutes occurred while a direct laryngoscopy was performed. No harm to patient or user was reported.